Event description:
It was reported that the device had a no disposable alarm. Several attempts were made to resolve the issue, however the alarm persisted. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient. Patient not harmed. No patient injury reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. Manufacturing site address is unknown. Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. No product information has been provided to date.